Manufacturer narrative:
On (B)(6) 2019, additional information indicated that there was mass in left breast. Mammogram and MRI were the test performed for indication of let side rupture. On initial report the date of explantation on the event summary has a typo error and the correct date is (B)(6) 2019. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicated that patient ultrasound results' shows that the patient left breast has small lump which is a small cyst with surrounding silicone. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation: during analysis of the sample was found ruptured and received incomplete (in two parts). Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A¿breast¿cyst¿is a fluid-filled sac within the¿breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, ¿but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with unknown gel breast implants which bilaterally ruptured and had issue bilaterally with capsular contracture baker grade iii after implantation. The issue of left ruptured diagnosed by ultrasound. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog #: smpx-295, serial#: (B)(4), and right replaced with catalog #: smpx-295, serial#: (B)(4) on (B)(6) 2019. This report is for the left side.